Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received motor error alarms from her insulin pump. The customer's blood glucose level was 230 mg/dl. Standard troubleshooting was performed. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. The insulin pump has cracked display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.